Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarms and motor error alarms on their insulin pump. The customer's blood glucose level at the time was reported to be up to 253.8mg/dl. It was reported that troubleshoot was conducted. It was reported that the device passed the testing and the customer was advised to monitor the pump and alarms.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm and no excessive no delivery alarms noted. The insulin pump passed unexpected restart error test, passed all operating currents tested with in the specification range, and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.